Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/06/2020.

Event description:
It was reported that the ventilator's touchscreen was not responding correctly. There was no patient involvement. The customer troubleshot with technical support. The customer reported that after recalibrating the touchscreen the unit responded correctly and was returned to use.